Event description:
Reporter indicated a vns patient was diagnosed with cardiomyopathy in (B)(6) 2011, and that this is under good control. Attempts for further information are in progress.

Event description:
All attempts to the reporter for further information have been unsuccessful to date.

Event description:
Reporter indicated the patient's cardiomyopathy is due to an unknown cause. Interventions for the cardiomyopathy included wellbutrin and lamictal medications, and the vns output current was decreased from 3.0ma to 2.5ma.